Event description:
It was reported that the atrial lead exhibited an impedance of greater than 2000 ohms. A chest x-ray confirmed the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.